Event description:
Reportedly, the surgeon fired the instrument and it locked on the tissue. It stapled and divided the tissue and then when the surgeon pulled back on the black knobs, the jaws never opened and the knife blade never returned. Surgeon took another stapler and fired next to the locked cartridge and he cut out, and completed procedure. Pt status unk at this time.